Event description:
It has been reported to philips that the wired footswitch was intermittently not performing fluoroscopy during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use of the system was unknown when the issue occurred. The philips remote service engineer (rse) communicated with the customer and confirmed that the system's wired footswitch was intermittently not working. Upon functional testing, rse found the wired footswitch to be defective. After the replacement of the wired footswitch, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.